Manufacturer narrative:
Concomitant products: product ID 3389-40, lot # 0208946664, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 3389-40, lot # 0208946665, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 37085-95, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 3708695, serial # (B)(4), implanted: (B)(6) 2015, product type extension. (B)(4).

Event description:
A healthcare professional of a clinical study reported that starting on (B)(6) 2015, the patient had difficulties walking. After a visualization of a scan, it was determined the electrodes were too medians, too posterior and dorsal. It was unknown what led to the event. Diagnostics and troubleshooting included examination on (B)(6) 2015 and imaging which was abnormal. Both leads were explanted and replaced on (B)(6) 2015. There was an increase in the medication stalevo on (B)(6) 2015 also. The issue was not resolved, the event was still on going as of (B)(6) 2015. The patient¿s medical history included parkinson¿s disease and smoking in the past. The patient was alive with no injury. The event was related to the leads and procedure.

Manufacturer narrative:
The device code listed in h6 is applicable to the event upon further review.

Event description:
Additional information received reported lead migration/dislodgement.

Event description:
Additional information received reported that the patient had recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient also experienced freezing and dysarthria.

Manufacturer narrative:
Additional review indicates that information from manufacturer¿s report #9614453-2015-02684 was already reported in this report (#96 14453-2015-02680). Any additional information regarding that event will be submitted as a supplemental submission to this report. If information is provided in the future, a supplemental report will be issued.